Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional field information, arthrex concluded that the allegation of a broken needle was caused by user error. This includes striking bone or applying excessive force when attempting to pass the needle through fibrous or calcified tissue, as noted in the directions for use. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n scorpion needle broke, leaving a 5mm fragment inside the meniscus.the surgeon attempted to remove the fragment, but was unable to do so. As a result of this incident, the surgery time was extended by more than an hour. The surgery has been completed, and there are no plans for a revision surgery. This occurred during use in a case with no patient effect.